Event description:
The customer reported the air/water nozzle of the subject device was clogged. The reported issue was discovered after the procedure during washing. Reportedly, heavy bleeding occurred during the procedure. The subject device was thoroughly cleaned after the procedure; however, the nozzle could not be cleaned. This report is being submitted for the clogged nozzle. There was no patient or user injury reported due to the event. Additional information has been requested regarding the circumstances of the bleeding reported during the procedure.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (clogged nozzle) was confirmed. In addition, service found there was play in the angulation, the bending angle was out of specification, the objective lens was scratched, the image guide tube was scratched, and the switch button #1 rubber was scratched. The adhesive on the bending section cover was chipped, cloudy, and cracked. There was a shadow on the displayed image and the image had flare effect. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer provided additional information. The device was inspected prior to use and the issue was identified by reprocessing after the procedure. The customer stated, 'I couldn't follow the contents of the ercp' when asked what the intended action was. The procedure was for treatment and the procedure was completed with 'relevant' equipment and no delay. During the procedure the patient had bleeding from endoscopic sphincterotomy (est). Hemostasis was performed.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer, the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to cleaning during reprocessing. Olympus will continue to monitor field performance for this device.